Manufacturer narrative:
Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Signals in the run data file did not point toward a definitive root cause for the high granulocyte content in the collected product. One possible cause of the increased pmn content could be related to the operator increasing the collect pump flow rate to 1.2ml/min from the default of 1.0ml/min.

Manufacturer narrative:
Investigation: the customer stated they followed the recommendation of the terumo bct technician, to optimize the cell count collection by lowering the collective preference. The customer was not aware of the connection between optimization of the number of stem cells and the greatly increased granulocyte count that influences the vitality of the cells through clumping when the product is thawed. The run data file was analyzed for this event. Signals in the run data file did not point to a clear root cause for the high granulocyte content in the collected product. One possible cause for the high polymorphonuclear product could be related to the operator increasing the collect pump flow rate to 1.2ml/min from the default rate of 1.0ml/min.typically, it is only recommended to do this if a buffy coat is accumulating and/or if the patient has a high white blood cell count. Increasing the collect pump flow rate increases the amount of cells being collected and thus, may improve collection efficiency; however, it may also increase the number of high polymorphonuclears and red blood cells being collected if the patient/donor has a low white blood cell count.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the increased granulocyte count of their mononuclear cell (mnc)collection caused clumping when the collection was thawed. Because of the loss of the collection, the patient had to be hospitalized again and remobilized for an additional collection. The patient's weight and gender were obtained from the run data file. The disposable kit is not available for return, because it was discarded by the customer.